Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that after attaching a blade to the hp052, the generator emitted a steady tone. The blade worked fine after pulling a new handpiece. No other details were available. There was no consequence to the pt.